Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that the tip of the cable was defective and stuck out. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis idler. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.